Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by brown effluent and abdominal cramping. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unknown date, the patient was treated with unspecified intraperitoneal antibiotics (dose, and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: the exact occurrence date was not provided; it was reported the peritonitis event occurred in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.